Event description:
It was initially reported that the patient's generator was replaced due to an increase in seizures, but it was unknown if the seizure increase was above or below pre-vns baseline levels. The explanted generator was returned to the manufacturer for analysis. The device was confirmed to not be at an end of service condition. There were no performance or any other type of adverse conditions found with the pulse generator. Last know diagnostics in the manufacturer programming history database were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.